Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Two orange bard coude catheters were returned in original packaging. The first catheter was returned with the phrase "not used" on it. The second catheter was returned unopened. The coude tip of one of the returned catheters were found to be misaligned after the catheter was straightened. A potential root cause could be due to a "machine error" during dipping form selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that almost half of the catheters received were twisted with snake-like curves. Per sample evaluation notification received on 22aug2020, it was reported that the returned catheter found to have a misaligned coude indicator.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that almost half of the catheters received were twisted with snake-like curves. Per sample evaluation notification received on 22aug2020, it was reported that the returned catheter found to have a misaligned coude indicator.